Manufacturer narrative:
(B)(4). This lead was surgically abandoned and was not able to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. Several alerts were recorded in the remote monitoring system over the past year. A revision procedure was performed where the rv lead was surgically abandoned and a new ICD and lead were implanted. The explanted device was expected to be returned for analysis. No additional adverse patient effects were reported.